Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a shower and infusion-site change, the patient noted an insulin odor but no visible site issue with a steel set, later discovered they had been disconnected for several hours, and experienced hyperglycemia with a peak blood glucose of 320 mg/dl; a full supply change was completed without incident and the lot number was collected. Symptoms included sustained hyperglycemia above 180 mg/dl for approximately five hours, with device alerts for glucose above 300 mg/dl for over 90 minutes, and no reported ketones, backup therapy, medical intervention, or acute health effects. Outcomes included no hospitalization, no need for assistance, and no clinical sequelae. Investigation included troubleshooting and education with guidance on supply change and expected time to glucose response. Investigation of this case revealed that the cause of hyperglycemia remained unclear despite normal replacement steps and lack of device alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.